Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. The patient reported that her ins would not hold a charge since (B)(6) 2017. The patient reported that she would charge it complete and the next day the ins battery is depleted. The patient reported that she has not had any programming changes. The patient reported that she contacted her healthcare provider¿s (hcp) office and they told her they had been trying to reach a manufacturer¿s representative (rep) but the rep had not returned any calls. A rep later reported that they would see the patient at her next appointment on (B)(6) 2017. No further complications were reported.